Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. Date of implant has been estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of angina is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. An unspecified xience stent was implanted in the lesion on (B)(6) 2018 and on (B)(6) 2018, the patient was hospitalized with angina. Treatment was provided on (B)(6) 2018. No additional information was provided.